Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the xience xpedition stent delivery system was shipped on (B)(6) 2015 with non-us instructions for use (IFU) instead of the english us-IFU version. On (B)(6) 2015 the abbott shipping department notified abbott customer service of the shipment error and provided a delivery confirmation. There was no patient involvement. There was no reported issue with the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the electronic lot history record for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to an incorrect instructions for use(IFU) being placed inside the package, indicating all lot release testing met acceptance specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents. Based on a related records review, it appears the device was properly labeled for sale in canada, but placed in a us inventory location. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.